Manufacturer narrative:
A field service engineer was dispatched on 12/19 /2016. The fse checked alignment to sample loader no problems noted and cleaned and lubricated z axis guide rod and lead screw. The fse checked the operation by running samples with no errors. No further action is required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was z axis lead screw and guide rod needed lubricating. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported 710 z axis errors with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.